Event description:
It was reported that the physician observed the connection between the electrode and the extension was "exteriorized." It was reported that the physician decided to replace the extensions and changed the implantable neurostimulator (ins) implant site from the left side of the chest to the right side. It was reported that the physician suspected that the event was due to an allergic reaction to the extension's material. It was reported that the patient's condition was stable and without injury. A supplemental report will be submitted if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013. Product type: extension: product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013. Product type: extension. (B)(4).

Manufacturer narrative:
(B)(4).